Manufacturer narrative:
The manufacturer previously reported a "service required" code was found in the ventilator's downloaded error log, and the device's oxygen blending module board was replaced to address the issue. The third party service center recalibrated the device to address the issue. The oxygen blending module was not replaced for this issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.